Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the vacuum isolator chamber (vic) was dirty and that the tubing at valve lv15 was pinched. The fse cleaned the vic and replaced the tubing through valve lv15 , which repaired the leak. The repairs were verified per established procedures. (B)(4).